Manufacturer narrative:
The reported events were cardiac perforation and high pacing threshold. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of high pacing threshold was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. Tip stiffness test was performed and the results were within specification. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that a patient experienced a syncope episode. The patient was brought to the emergency department with cardiac tamponade; a pericardial effusion was performed. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable before, during, and after the procedure.